Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a software error detected alarm. The customer's blood glucose value was unknown at the time of the incident. The contacts were neither missing, damaged, or corroded. The customer battery was out and every time they put a new battery in it showed low battery. They had 7 batteries already and now the screen is just blank. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display returned after the insulin pump restart. The customer reported that the insulin pump restarted however, it kept on telling them battery failed. While they were looking for batteries, the insulin pump had software error detected alarm. The device will not be returned for analysis.